Event description:
It was found that the patient-right side rail was not latching in the middle/intermediate position due to a damaged central column. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.